Event description:
It was reported that a 980 ventilator generated an exhalation flow sensor and a ventilator inoperable error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq), the exhalation module cable, and the exhalation sensor printed circuit board (pcb).